Event description:
It was reported that following a percutaneous transluminal angioplasty (pta), an angio-seal was selected for use. The patient had left lower limb ischemia and had already undergone endovascular therapy for her lower limb ischemia several times but her rest pain was gradually worsening. She also had chronic renal failure requiring hemodialysis. The angio-seal did not adequately control bleeding from the pta puncture site in her left groin and additional mechanical compression was required. An angiography performed the following day showed a lucent spot near the bifurcation of the superficial femoral artery (sfa) and the deep femoral artery (dfa) and was obstructing blood flow. Under local anesthesia, the physician made an arteriotomy in the cfa just proximal to the apparent location of the trapped matter. The angio-seal anchor, collagen sponge, and suture tail were found in the artery. The physician was unable to remove the material by grasping it directly with forceps, but extracted it successfully from the arterial lumen by traction on the suture tail. There were no reported consequences to the patient. The date of angio-seal deployment and the incident onset are unknown. The patient is an (B)(6) woman. The information was taken from vol.3, no.2, 2010 of the "annals of vascular disease". No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.